Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported during a follow up call that the pt was admitted for exit site touch contamination staphylococcus epidermis peritonitis. The pt was discharged on (B)(6) 2014 and continued to be treated with oral cirpofloxin 500mg twice a day and vancomycin 1500mg ip for three doses.